Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to high blood glucose, with unknown blood glucose levels at the time of the incident. The customer was getting insulin flow blocked alarms. The customer was at 180 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed but the pump passed a self test. The pump was suspended for 2 days after the incident. The insulin pump will be returned for analysis.